Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient's animas vibe system displayed a failed transmitter error. No additional event or patient information is available.